Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, the stent dislodged in vivo. The stent became dislodged during delivery to or at the lesion located on the proximal left anterior descending (lad) artery, which exhibited mild tortuosity and mild calcification with 70% stenosis. Subsequently, the patient developed left main coronary artery dissection and in-stent thrombosis. Coronary thrombolysis and microcirculation dilation therapy were administered, but blood flow was not restored. The patient experienced brief ventricular fibrillation and cardiac arrest. Immediate resuscitation measures, including external chest compressions, defibrillation, and administration of vasoactive drugs were performed on site. The procedure was completed. Postoperatively, the patient regained consciousness, and vital signs were temporarily stable. Cardiac monitoring showed oxygen saturation at 100%, blood pressure at 100¿140/50¿90 mmhg, and heart rate at 90¿120 bpm. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated with no issues. The dislodged stent was removed using a snare. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated in the cx exhibited mild tortuosity and mild calcification with 70% stenosis. Subsequently, the patient developed left main coronary artery dissection and thrombosis. The thrombosis was not related to the thrombus plaques. Per the physician, the cause of the thrombosis was that the intraoperative duration was too long. The patient had not undergone previous percutaneous coronary intervention procedures. The patient was transferred to another hospital after the procedure. The patient subsequently died ten days later. The cause of death was heart failure. Per the physician the device did not cause or contribute to the death. Date of death initial reporter name and phone number correction: the stent dislodged in the left main coronary artery (lm) when it was being delivered to the circumflex branch (cx). The stent was immediately retrieved using a snare after this occurred. There was severe calcification of the convoluted branch opening of the coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one still image was received from the account for review. The image shows the user holding a snare ancillary device. The stent is visible on the distal section of the snare, dislodged from its original positioning. Gross deformation to the stent is evident with bunching and stretching evident. Additional information: the patient lesion was so severe that it could not be opened. A 3.50 x 22mm resolute onyx was used to treat the dissection with no issues noted. The patient later experienced multiple episodes of ventricular tachycardia and fibrillation and ultimately heart failure and death. Per the physician, the devices used did not contribute to the death. The death was caused by a pre-existing condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no resistance was noted advancing the device. The device did not pass through a previously deployed stent or cell of a stent. No stent had previously been deployed. There were thrombus plaques present. The thrombosis was not associated with the dislodged stent. The physician did not consider that the dissection was caused by a medtronic device. The dissection was treated by stent implantation. The patient was on dual antiplatelet therapy (dapt) when the thrombotic event occurred. The thrombus was treated with suction. The patient subsequently died. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.